Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent . The cause was unknown. The patient was hospitalized 15 days after onset and was discharged three days later. On the same day as the event onset, the patient started peritonitis treatment as per protocol with vancomycin (1.7g, intraperitoneal, for 14 days, frequency not reported) and gentamycin (50mg, intraperitoneal, for 4 days, frequency not reported). Ten days after event onset, the patient started treatment with gentamycin (30mg, intraperitoneal, frequency not reported) and three days later, the dose was increased to 40mg due to volume change. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.